Event description:
It was reported that the patient presented for an implant procedure. The next day, device interrogation revealed that the atrial lead had failed to capture. X-ray imaging showed that the lead had dislodged. Programming changes were made. On (B)(6) 2025, the lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.